Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The bunching was confirmed. Additionally, the balloon was pressurized and fluid leaked from a pinhole. The resistance was unable to be confirmed as it was based on case circumstances. Based on a visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported difficulties appear to be related to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The armada 14 device was filed under medwatch #2024168-2016-01549.

Event description:
It was reported that during a procedure of the anterior tibial artery using the antigrade left groin an armada balloon (lot 5112441) was advanced with some anatomical resistance and tip bunching, but was successfully used in the procedure and removed without issue. A different 2.0 x 200 mm armada balloon (lot 5112541) met anatomical resistance during advancing and after deflation removal was difficult, resulting in the shaft separation. The armada shaft was removed successfully on the guide wire from the anatomy. An armada 18 balloon was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed a pinhole rupture in the balloon.